Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of an endoleak at an indeterminate origin and aneurysm sac growth on (B)(6) 2018 as reported by physician (B)(6) at (B)(6) hospital. The reported endoleak was discovered by CT scan on an unknown date. As the date of event is unknown, the best estimate (B)(6) 2018 was used. The patient was originally implanted with non-endologix devices. Further treatment was completed by implanting an afx bifurcated stent graft and suprarenal aortic extension on (B)(6) 2013 by physician randall stern, which was done outside the indications for use. During a second re-intervention, the patient was treated by relining with an afx2 bifurcated stent graft and vela infrarenal on (B)(6) 2018 by physician (B)(6). A final angiogram showed no endoleak of any type. The patient tolerated the procedure well and was discharged one day post-op.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: the sac growth complaint is confirmed. The complaint is most likely device related (use of strata material). Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable discharged on the first post-operative day. The clinical assessment determined that there was evidence to reasonable suggest a type iiib endoleak of the main body and a type ii endoleak from with right internal iliac artery with associated sac growth of 5mm occurred that was not included in the event as reported. These findings were discovered on july 30, 2018 during review of the 54 month post implant CT scan. In addition, pre-existing bilateral iliac stents were an off label and likely contributed to the type ii endoleak of the right common iliac artery. Also, significant aortic calcifications likely contributed to the type iiib endoleak. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Correction: date of report additional information: relevant tests/laboratory data-other relevant history, device manufacture date. Add method code 4117 add result code 170 add conclusion codes 4301 and 24.